Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred before use in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported ¿system error 345" was reproduced while running a loaded set. A review of the event history log identified system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.